Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/28/2014 with the following findings: on examination, the battery compartment was cracked at the opening of battery chamber extending down to the primary seal. There was no evidence of moisture damage in battery compartment. The returned battery cap was able to fully tighten until o-ring was seated and cap was flush with the pump case. There were no issues with loss of power during testing.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging a crack in the battery compartment. No further information was provided. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged case issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.